Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter removal difficulties were encountered and balloon detachment occurred. The target lesion was located in an anteriovenous fistula in the left arm. After advancing a 035 non-bsc guide wire through a 6f non-bsc introducer sheath, a 7.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. The balloon was inflated to nominal pressure; however, after deflation, when the physician attempted to remove the device from the body, it was noticed that the device was stuck. Eventually. The physician was able to firmly retract the balloon catheter over the guide wire; moreover, it was noted that a part of the balloon detached from the catheter. The entire system was then removed from the patient's body but the detached portion of the balloon remained in the fistula, so the physician sent the patient for surgery to remove the device fragment. No patient complications were reported and the patient was fine post-surgery.